Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure not confirmed. A root cause could not be identified. Based on the results of the investigation, for the reported malfunction no image the cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue was found during a diagnostic colonoscopy procedure. There were no reports of patient harm.